Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to recurring incontinence. The patient was leaking and using two pads a day. A patient outcome of well was reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the patient went from 8 pads to 2 pads so a sizing issue is suspected.